Event description:
Health professional reported, "explanted due to [patient] unhappy with lapband due to constant reflux and issues of intolerance. (Removal of gastric band [and] port)."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 09/28/2012. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Reflux and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Health professional has declined to provide additional information. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures,"